Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation was performed on the returned lead.visual inspection revealed that the lead was severed into two segments. The extracting stylet was stuck inside the distal segment. No damage was noted on the lead helix or tip. An x-ray showed that all conductors are intact with no fractures observed. The lead passed the resistance measurements. The allegation could not be confirmed through analysis.

Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited oversensing of atrial activity which lead to several non-sustained episodes, however no inappropriate therapy or pacing inhibiton was observed. A lead dislodgement was confirmed through x-ray. Subsequently a revision procecedure was performed where the rv lead was explanted and was successfully replaced. No additional adverse patient effects were reported.